Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a high blood glucose of over 600 mg/dl. The customer was able to treat their blood glucose with a manual injection. The customer also reported receiving a low blood glucose alert and low threshold suspend alert when they were not experiencing low blood glucose. No additional information provided.